Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a worn keypad overlay, worn upstream sensor seal, and a lifted downstream sensor seal. There was no evidence in the device's event history log. Functional testing was conducted. Upon review, the reported problem was duplicated, the latch lock pin was stuck and would not lock. It was determined that the inoperable latch lock was the root cause. The latch lock was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).

Manufacturer narrative:
H3: 3/8-3/15

Event description:
It was reported, that the lock level not set. (During infusion/patient injury not available).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.